Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to low blood pressure and dehydration. During the hospital stay the customer developed high blood glucose levels. The customer's blood glucose level was 700 mg/dl at the time of incident. The customer's symptoms included dehydration. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. The customer was treated with a feeding tube and an insulin drip. The customer was released from the hospital.